Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segment was dim for two large volume pump module, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that allegedly the display segment was dim for two large volume pump modules was confirmed on only the one returned display board assembly. Testing: the returned display board was tested using a test fixture attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned 1 lvp display board assembly had dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that allegedly the display segment was dim for two large volume pump module, and therefore, will be replaced. There was no reported patient involvement.